Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was not possible to release the capsule. There was no harm to the patient and the user. No intervention was required, as a new capsule was used to proceed with the procedure. A repeat procedure on a different date was no necessary. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal.